Manufacturer narrative:
The cage that migrated had a lot number from one of the following 3 lot numbers: '50cc', '96fh' or '75gc'. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l2-l5 due to kyphoscoliosis. On (B)(6) 2019, post-op, during posterior fixation, the surgeon noticed that the cage placed at l3-l4 migrated anteriorly towards the approach side (left) about half. It was when surgeon was performing posterior screw fixation, so the surgeon had to close the wound to stop the surgery. The surgeon then placed the patient in lateral position and opened the wound in olif approach to reposition the migrated cage with inserter. After that he closed the wound. The surgeon then resumed posterior fixation and went on to complete the surgery. Th4-s2ai fusion was completed as planned. There was a delay of less than 60 minutes in the overall procedure time. No patient complications were reported.